Event description:
An initially confirmed (B)(6) advia centaur xp (B)(4) result that was reported by the customer when the patient was first tested is considered discordant when compared to a (b)(60 result on follow up testing. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp (B)(4) assay result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(4) result that was confirmed with (B)(6) confirmatory testing is unknown. The customer's quality control results were acceptable at time of the confirmed (B)(6) result and the follow up (B)(6) result. The cause for the initially (B)(6) and confirmed result may be attributed to specimen collection and handling. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.